Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical japan. During the investigation it was noted that the device was tested using the customer's battery by bench handling, power cycling, and functional stress testing, but the reported problem was not observed. The device log was reviewed and did not see any evidence of power issues. The device underwent all functional testing with no discrepancies noted. The device was recertified and returned to the customer. No emerging trend based on similar reports.